Manufacturer narrative:
No product was returned for investigation. A DHR review is not applicable in this case because the component is not evaluated or tested in any way during the manufacturing process at smiths medical and the device manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review.

Event description:
It was reported that there is a cracked cannula. No patient involvement.